Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle and the capsule fully closed. The catheter shaft appeared to be bent at the proximal and distal end of the shaft. Delamination was observed over the nitinol reinforcing frame of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with no infold noted. An in-house evfxplus-34 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter the handle was rotated to advance the capsule to a point where there was resistance and then retracted the capsule with no issues. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device the reported difficult recapture could not be confirmed through analysis. The reported positioning difficult could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. The inflow and outflow aspects displayed a slight elliptical appearance. As received, all leaflets appeared partially open with a gap between the free margins. All leaflets were dry, slightly stiff with moderate flexibility. Leaflets showed signs of severe creases and frame imprints. Creases and imprints were also noted along the outer wrap. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the elliptical inflow and outflow aspects resolving. There were no signs of damage such as bends or kinks to the frame. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 - updated to remove annex e code e2328. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was in an occlusive state but no occlusion was observed. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the occlusive state.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012768945); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012762099); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe aortic valve stenosis underwent a procedure to implant an evolut fx+ 34 millimeter (mm) t ranscatheter aortic valve, following predilation with a non-medtronic (vacs iii) 25x40 mm balloon. The valve was loaded according to best practice, and fluoroscopy was used during the procedure. The valve was deployed at 3 mm without initial problems, but an occlusive state was observed despite 80% deployment, and there was a loss of blood pressure. The valve was recaptured, and the patient stabilized. Upon attempting to reposition the valve, it was noted that one of the valve paddles was no longer in the pocket. The valve and system were removed, and a new valve was implanted without further issues. The patient did well and was reported to be alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h2, h3, h6. Image review: a media image and still images of the event where provided. No computed tomography (CT) or executive summary was provided for anatomical consideration. It was reported that the valve was loaded according to best practice, and fluoroscopy was used during the procedure. It order to confirm a proper load, medtronic best practice stated to use cine mode, anterior-posterior (ap) projection, and slowly rotate the capsule 360 degree to inspect the valve for any indication of a misload. With the image provided it cannot be confirmed or deny if the valve was loaded properly. It was reported that the valve was deployed at 3 millimeters (mm) without initial problems, but an occlusive state was observed despite 80% deployment, and there was a loss of blood pressure. The valve was recaptured, and the patient stabilized. Upon attempting to reposition the valve, it was noted that one of the valve paddles was no longer in the pocket. Evidence showed the paddle in both images out of the pocket. Per medtronic instructions for use (IFU). Discard the entire system and replace the valve, catheter, loading system, loading tray, and saline with new sterile components. It was re ported that the valve and system were removed, and a new valve was implanted without further issues. The patient did well and was reported to be alive with no injury. No patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.